Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is still underway. The reported problem (failed testing) was confirmed. Root cause investigation is still underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed testing.